Event description:
Received information regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose level was impacted. Reportedly, the customer indicated that manual injections would be administered.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.